Event description:
The customer reported a liquid leak while using the alinity m system. The customer noted that the instrument initially leaked on (B)(6) 2022, however after removal of the liquid instrument did not leak again until (B)(6) 2022 .the customer stated the liquid has left the footprint of the instrument: there was a puddle in front of the instrument that had a size of approximately 5 cm towards the front. There was no report of an injury related to this incidence. The customer was wearing personal protective equipment (ppe) and there was no exposure to the liquid.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).